Event description:
Customer reported via phone call to have been in and out of the hospital and need emergency supplies as insurance was having trouble processing supplies. Customer was using old devise.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.